Event description:
It was reported that the fiber optic slide failed to connect on the intra-aortic balloon pump (iabp). At some point the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the helium loss alarm is not able to be confirmed. If the part is received at a later date, an investigation will be performed. The root cause of the complaint is undetermined. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2021-00007 (tc 1900082025) as the report is related to the same patient.

Manufacturer narrative:
Qn#: (B)(4). Other remarks: see MDR# 3010532612-2021-00007 ((B)(4)) as the report is related to the same patient.

Event description:
It was reported that the fiber optic slide failed to connect on the intra-aortic balloon pump (iabp). At some point the iabp was swapped out. There was no report of patient complications, serious injury or death.